Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer alleging possible insulin pump under delivery. The customer¿s high blood glucose was 12.7 mmol/l and 20 mmol/l. The customer was treated with manual injection. The customer experienced symptoms such as nausea, vomiting, abdominal pain. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.